Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. A 2.75mm synergy¿ drug-eluting stent was implanted to treat a lesion in the proximal left anterior descending (lad) artery. The procedure was completed with no patient complications reported and the patient was discharged on dual anti-platelet therapy (dapt). However, 2-3 weeks post procedure, the patient suffered chest pain and was rushed to the hospital for treatment, but was unable to be resuscitated. The physician pointed out that it was not a mechanical issue with the stent, but most likely a pharmacological one as the patient was suffering from gastroenteritis for 2-3 days leading up to the event. The physician commented that the patients ECG indicated the infarct was occurring in the same region of the heart as the stent was placed, but could not confirm that this was a stent thrombosis that had occurred.